Event description:
It was reported that the pump screen was dark and would not turn on. The customer's blood glucose (bg) level was "high", although a specific value was not given. At the time of troubleshooting customer had taken no action to address bg level. During troubleshooting it was discovered that the customer had placed the pump into storage mode. Customer was able to get pump out of storage mode and continued insulin therapy.